Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding another patient with an implantable neurostimulator (ins). Consumer reported that he has talked to the daughters of a patient and one daughter said his father's ins was not working and was removed. Patient had no further information regarding the complaint.